Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that one u by kotex sleek regular tampons fell apart inside of her upon removal. She received medical attention to remove remaining pieces and vaginal discharge. Physician confirmed there were no pieces left, but received no diagnosis or prescriptions for vaginal discharge. She also reported that sometime later she experienced pelvic pain and 2 cycles a month.